Event description:
It was reported by the rep that the (1) tlc75 was used during a colon resection procedure. It was reported that the device would not fire after being reloaded. There was no pt consequence.